Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of valve, one crack opening, one curved opening and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack, total delamination of valve and opening striated. Based on the device analysis the final assessment is: - one opening crack assessed as cracked valve seat diaphragm valve. - total delamination of valve assessed as adhesive failure. - one opening striated in the side anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "partially deflated right breast". The device has been explanted.